Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 251301153, 25130339, 25130310 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopo plastic strip was noticed on jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(6) 2017 03:50 pm (gmt-4:00) added by (B)(4) (pid-000957): internal complaint number trackwise #: (B)(4). Autonumber # cs-cpl-2017-00204. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopo plastic strip was noticed on jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.